Event description:
The service report shows during the incoming evaluation it was found that the volume and leak tests failed lower than 10% of their respective specs. The nellcor puritan bennett factory service technician inspected the device and replaced the ventilator's cup seal during the unit scheduled "pm". The unit passed extended service final testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.